Manufacturer narrative:
Zimmer biomet complaint (B)(4). A certain® titanium hexed screw (item # iuniht) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #. X-ray images were provided and clearly display the fractured screw within the implant. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # iuniht) dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported screw fractured. The product was not returned, but the reported complaint is confirmed through review of the provided x-ray images. A definitive root cause for this complaint could not be determined. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number, expiration date, unique identifier (UDI) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported to sale rep that earlier 2019, the initial crown broke with screw. A new screw was placed. Product was discarded